Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse called and reported that a patient that was training on a cycler had a fluid leak. There was an air detected in the cassette warning during an unspecified fill. Treatment was cancelled and fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid seemed to be leaking from the cassette. The nurse also said there was a noise heard coming from the cycler. In a follow up, the nurse verified the event and said the patient did not have any harm, intervention or adverse event due to the fluid leak. The patient was able to continue using the cycler with new supplies and had no further issues. The noise seemed to go away over time. The cyler is not available to return.

Event description:
A peritoneal dialysis (pd) nurse called and reported that a patient that was training on a cycler had a fluid leak. There was an air detected in the cassette warning during an unspecified fill. Treatment was cancelled and fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid seemed to be leaking from the cassette. The nurse also said there was a noise heard coming from the cycler. In a follow up, the nurse verified the event and said the patient did not have any harm, intervention or adverse event due to the fluid leak. The patient was able to continue using the cycler with new supplies and had no further issues. The noise seemed to go away over time. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.